Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 2.2 row b was not detected on bus. The field service engineer reseated pyxibus & ribbon cable connection to drawer controller. To resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed and prevented user from accessing medication to patient. The customer added that the user able to access medication from other station or from pharmacy. However, there were no adverse events or injuries reported based on this event.